Event description:
A call was received in technical services on 3/15/11 stating that paceart was not accepting the file. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).